Manufacturer narrative:
Concomitant medical products: product ID: a820, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was initially reported that the patient was seeing the no pump found message on their personal therapy manager (ptm) handset. The patient had not been able to deliver a bolus since (B)(6) 2020. The patient had called the healthcare provider¿s (hcp) office and they gave her a company representative¿s number. The patient had called the company representative and left a voicemail. At the time of the report they tried resetting the handset, relaunching the application, attempted to communicate in a room with no electromagnetic interference (emi), and had also re-positioned the communicator. However, they were still seeing the no pump found message. The patient had the device for about a year with no issues and it was indicated that they knew where to place the communicator. When asked if the patient had any pocket site changes/falls/trauma/weight gain/loss, it was noted that there was a small bump under her pump that the patient had never felt before. The patient was to follow-up with their hcp to have the pump / equipment checked and to see if there was a potential issue with the communicator. Additional information was later received via a consumer. Regarding th e cause of the communication issue, it was noted that the pain pump flipped. It was further noted that the patient had seen a company representative on (B)(6) 2020 at the physician¿s office, and the physician¿s assistant had flipped the pump back to the correct position. The communication issue had been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a volume discrepancy a couple months ago. The rep was not sure of the date. They aspirated 18cc with the refill kit, expecting 4.1cc. The cause of the volume discrepancy was not determined. The pump and catheter were replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient was being taken to surgery on (B)(6) 2020 and they were planning to replace the pump for a bigger pump and change the catheter in order to place it higher. The reporter thought that he had heard a couple of months ago that the pump had a volume discrepancy; however, the reporter had no further information regarding that. At the time of the call, the pump was delivering morphine (¿15000 mg/ml at 3271 mg/day¿) and bupivacaine (¿30000 mg/ml at 6542 mg/day¿).

Manufacturer narrative:
H3:the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID a820 lot# serial# unknown product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the small bump under the pump and pump having flipped was unknown / not determined. It was clarified that actions take to resolve the flipped pump was that a nurse practitioner had flipped the pump back to the correct orientation. The patient¿s weight at the time of the event was unknown.